Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The root cause of the reported event cannot be determined. The most likely cause can be attributed to wear and tear or excessive force applied during use. The instruction manual gives several warning to prevent this type of cord damage: ¿do not use the hf cable after one year of use. Before each use make sure that the product has been properly reprocessed, inspected, and tested. Visually inspect the cable and the plugs for irregularities on the surface. Check the plug connector for the hf unit prior to each use. The contact pin must be sufficiently fixed inside the plug. If necessary, tighten the contact pin. Do not use a cable with brittle or defective insulation. Replace the cable.¿

Event description:
Olympus was informed that during a therapeutic transurethral resection of bladder tumor (turbt) procedure, the hf cable began to smoke with a visible flame at the connection point of the resectoscope. The fire was immediately extinguished, and the cable was replaced. There was no bleeding or user injury reported. The ues generator settings were set at 40 coag/100 cut. It was reported that there were no error messages or alerts observed on the generator prior to the incident. The intended procedure was completed with a similar device. The patient was discharged home without complications. Additionally, the user facility reported that both the cord and the connection point were inspected prior to the procedure and no anomalies were found. The user facility was unable to determine which resectoscope was used during the procedure; therefore, all four have been taken out of circulation.